Manufacturer narrative:
Pump passed the displacement test. A33 alarm during the basic occlusion test due to loose or protruded drive support disk. Pump received with loose drive support disk, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and the reservoir compartment is wet. Customer does not recall any significant events leading to the error. Customer's blood glucose was 98 mg/dl at the time of incident. Troubleshooting was done for alarm and was found that the drive support cap was flush and not recessed into the unit. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.